Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results. The device was not returned for analysis as the devices was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. During the procedure, the cut wire broke. The procedure was completed with the same original device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.